Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for via phone call for blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the screen will last for a bit then the numbers and icons will disintegrate like it is shorting out. Customer stated that the insulin pump was neither dropped nor bumped. Customer then stated that it would get lines running across it after a little while and the numbers couldn't be read. Advise customer the insulin pump will need to be replaced. Advise customer to revert to back up plan per healthcare provider instruction. The insulin pump will not be returned for analysis.